Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation. A follow up will be submitted upon investigation completion.

Event description:
The customer reported that the device locked up and would not respond.